Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an lv threshold test, the health care professional (hcp) attempted to stop the test but was unable to. The patient experienced two beats of loss of capture (loc) and felt dizzy. The test was eventually able to be stopped with no adverse effects to the patient. The device remains in service.